Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a large middle cerebral artery (mca) infarction with residual expressive aphasia and right side paralysis. It was reported that the patient passed away on (B)(6) 2020 due to cerebrovascular accident (cva)-internal carotid. No autopsy was performed and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cva (cerebrovascular accident) and subsequent patient outcome, as well as a direct correlation to heartmate 3 lvas (left ventricular assist system), serial number: (B)(6), could not be conclusively determined through this evaluation. Furthermore, analysis of the submitted log files confirmed low flow alarms. The account indicated that the alarms were due to hypertension. A specific cause for the reported hypertension, as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not be determined through this evaluation. The submitted controller event log file contained approximately 4 hours of data from on (B)(6) 2020. The log file captured 109 low flow controller fault flags when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 16 persisted at least 10 seconds to trigger a low flow hazard alarm. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the log file. A low flow hazard alarm was also captured in the submitted controller periodic log file and low flow values were captured in both lvad log files as well. The heartmate 3 lvas IFU (instructions for use) lists stroke and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The current heartmate 3 lvas IFU lists stroke, hypertension, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 "introduction". Neurological dysfunction is also listed as a potential late postimplant complication in section 6 ¿patient care and management¿. Section 6 also provides information regarding anticoagulation regimen, including the recommended inr values, for patients using the heartmate 3 lvas as well as the suggested anticoagulation regimen. Furthermore, section 6, under ¿blood pressure management¿, states that, ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.